Event description:
A nurse reported that knives are presenting poor cutting performance and the incision cannot be made, but no patient impact has been experienced. Stand alone knives have to be used instead.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Because a sample was not returned and no lot number was provided, the root cause for the "poor cutting performance" experienced by the customer cannot be determined. Some potential causes are improper handling, or contact with another instrument. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed form the lot and scrapped. (B)(4).